Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the vf episodes showed noise and low lead impedance. Possible output circuit damage. The lead was capped and replaced.